Manufacturer narrative:
(B)(4). (B)(4). The incident pencil was returned, evaluated and the reported problem could not be duplicated.

Event description:
The customer reported that the pencil was activating without the switch being pressed.